Event description:
The defibrillator device was malfunctioning and delivered shocks unnecessarily. Risk mgmt became aware of the explant when they received medtronic's letter of 2/13/02. The incident had been reported directly to the MFR.